Event description:
The customer's mother stated her son's blood glucose was "in the 500's" mg/dl and the cannula was twisted or crimped. She had no additional information.

Manufacturer narrative:
No product was returned for eval. We are unable to confirm any cannula issue or determine if it could have contributed to reported hyperglycemia. No qualification records could be reviewed as no product lot number was reported. The omnipod user guide warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)."